Event description:
As reported by a field clinical specialist, a patient underwent an off-label transfemoral valve in valve in pulmonic position with a 26mm sapien 3 ultra valve inside a pre-existing failed edwards surgical valve due to stenosis. Following balloon angioplasty on previously placed branch pulmonary artery stents, the surgical valve was effectively fractured. A 22f non-edwards long sheath was placed distal to the target, and a 26mm s3u valve on commander ds was deployed. The transcatheter heart valve (thv) migrated proximally during inflation due to the short landing zone and proximity to the pulmonary artery stents. Hemodynamic assessment revealed a peak gradient of 20mmhg. A 24mm non-edwards balloon was utilized for post-dilation and was aggressively dilated three times, with proximal migration occurring during each inflation. On the final inflation, the balloon ruptured and was retained within the 26mm thv. After a lengthy attempt, the balloon was successfully retrieved using a loop snare. A second thv (23mm s3u) and delivery system were requested and was advanced via the non-edwards sheath to the previously placed 26mm s3u valve. The second thv was successfully delivered, and hemodynamic stability was obtained. Although a 20mmhg peak gradient remained, angiography and intracardiac echocardiography demonstrated no regurgitation. The case was completed, and the patient was transferred to the ICU in stable condition. As per follow-up with the fcs, there was no ew device malfunction reported that contributed to the migration and subsequent malposition; the issue was attributed to a short landing zone and its proximity to the pulmonary artery bifurcation and branch pa stents. The initial reporter did not indicate any deficiencies in the ew devices, and no device damage was observed.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Philip y.k. Panga, et al. A survivor of late prosthesis migration and rotation following percutaneous transcatheter aortic valve implantation. Eur j cardiothoracic surg (2012) per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. In this case, there was no allegation or indication a product malfunction contributed to the events of migration and malposition. Investigation results suggest patient factors (short landing zone and its proximity to the pulmonary artery bifurcation and branch pa stents) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the pulmonic valve in valve position. As there are no specific IFU or training materials related to pulmonic valve in valve procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.